Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1816927) on 19-oct-2018. The most recent information was received on 25-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("implant migration on position very lateral, under serous") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("general fatigue state") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("general health state worsened"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), pruritus ("itching"), rash ("cutaneous eruption") and device intolerance ("intolerance to the device"). The patient will be treated with surgery (the implant removal was planned). At the time of the report, the embedded device, fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, device intolerance, embedded device, fatigue, general physical health deterioration, myalgia, pruritus, rash and tendon pain with essure. The reporter commented: investigations were in progress, the implant removal was planned. After several examinations, after suspicion of auto-immune disease and after several years, the relation was made with essure and intolerance to the device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: implant migration (B)(6) 2018 - implant migration found on position very lateral, under serous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2018. The most recent information was received on 15-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("implant migration on position very lateral, under serous") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of meniscus operation and acute pericarditis in 2006, acute pericarditis in 2005 and abstains from alcohol, non-smoker, migraine, lyme disease, bronchial infection, wisdom teeth removal, ovarian cyst (surgery), pyelonephritis (twice, first in 2000), uterine abrasion (after miscarriage), miscarriage (between her 2nd and 3rd pregnancy), live birth (3 children (vaginal childbirths on (B)(6) 1995, (B)(6) 1998, (B)(6) 2003).), multigravida and overweight. No toxic use. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue ("general fatigue state") and abdominal pain ("abdominal pain"). In (B)(6) 2018 she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced allergy to metals ("allergy to nickel"). On unknown date she experienced general physical health deterioration ("general health state worsened"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), pruritus ("itching"), rash ("cutaneous eruption") and device intolerance ("intolerance to the device"). The patient was treated with surgery (essure removed by hysterectomy (vaginal route) with bilateral salpingectomy). At the time of the report, the outcomes for fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash and device intolerance were unknown. No causality assessment was received for essure with regard to embedded device, fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash, device intolerance or allergy to metals. The reporter commented: investigations were in progress, the implant removal was planned. After several examinations, after suspicion of auto-immune disease and after several years, the relation was made with essure and intolerance to the device. On (B)(6) 2018 essure was removed by hysterectomy (vaginal route) with bilateral salpingectomy due to multiple symptoms experienced by the patient. According to one of the patient¿s physician there was no argument in favor of organic etiology to explain symptoms experienced by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.346 kg/sqm. [Computerised tomogram] in (B)(6) 2018: results: implant migration [scan] on (B)(6) 2014: essure devices were in correct position (B)(6) 2018 - implant migration found on position very lateral, under serous. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-feb-2024: quality safety evaluation of ptc. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 19-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("implant migration on position very lateral, under serous") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("general fatigue state") and abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced general physical health deterioration ("general health state worsened"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), pruritus ("itching"), rash ("cutaneous eruption") and device intolerance ("intolerance to the device"). The patient was treated with surgery (the implant removal was planned). Essure treatment was not changed. At the time of the report, the embedded device, fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash and device intolerance outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, device intolerance, embedded device, fatigue, general physical health deterioration, myalgia, pruritus, rash and tendon pain with essure. The reporter commented: investigations were in progress, the implant removal was planned. After several examinations, after suspicion of auto-immune disease and after several years, the relation was made with essure and intolerance to the device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: implant migration. (B)(6) 2018 - implant migration found on position very lateral, under serous. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2018. The most recent information was received on 08-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("implant migration on position very lateral, under serous") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of meniscus operation and acute pericarditis in 2006, acute pericarditis in 2005 and abstains from alcohol, non-smoker, migraine, lyme disease, bronchial infection, wisdom teeth removal, ovarian cyst (surgery), pyelonephritis (twice, first in 2000), uterine abrasion (after miscarriage), miscarriage (between her 2nd and 3rd pregnancy), live birth (3 children (vaginal childbirths on (B)(6) 1995, (B)(6) 1998, (B)(6) 2003).), multigravida and overweight. No toxic use. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced fatigue ("general fatigue state") and abdominal pain ("abdominal pain"). In (B)(6) 2018 she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced allergy to metals ("allergy to nickel"). On unknown date she experienced general physical health deterioration ("general health state worsened"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), pruritus ("itching"), rash ("cutaneous eruption") and device intolerance ("intolerance to the device"). The patient was treated with surgery (essure removed by hysterectomy (vaginal route) with bilateral salpingectomy). At the time of the report, the outcomes for fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash and device intolerance were unknown. No causality assessment was received for essure with regard to embedded device, fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash, device intolerance or allergy to metals. The reporter commented: investigations were in progress, the implant removal was planned. After several examinations, after suspicion of auto-immune disease and after several years, the relation was made with essure and intolerance to the device. On (B)(6) 2018 essure was removed by hysterectomy (vaginal route) with bilateral salpingectomy due to multiple symptoms experienced by the patient. According to one of the patient¿s physician there was no argument in favor of organic etiology to explain symptoms experienced by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.346 kg/sqm. [Computerised tomogram] in (B)(6) 2018: results: implant migration. [Scan] on (B)(6) 2014: essure devices were in correct position *(B)(6) 2018 - implant migration found on position very lateral, under serous. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: follow-up legal case extraction form: new reporter added, patient initials amended to sb, patients´ date of birth, age, weight and height. Medical history and lab data added. Essure was implanted on (B)(6) 2014 and removed on (B)(6) 2018. New event allergy to nickel added. Rcc updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-oct-2018. The most recent information was received on 22-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("implant migration on position very lateral, under serous") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of meniscus operation and acute pericarditis in 2006, acute pericarditis in 2005 and abstains from alcohol, non-smoker, migraine, lyme disease, bronchial infection, wisdom teeth removal, ovarian cyst (surgery), pyelonephritis (twice, first in 2000), uterine abrasion (after miscarriage), miscarriage (between her 2nd and 3rd pregnancy), live birth (3 children (vaginal childbirths on (B)(6) 1995, (B)(6) 1998, (B)(6) 2003)), multigravida and overweight. No toxic use. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, she experienced fatigue ("general fatigue state") and abdominal pain ("abdominal pain"). In (B)(6) 2018, she experienced embedded device (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018, she experienced allergy to metals ("allergy to nickel"). On unknown date she experienced general physical health deterioration ("general health state worsened"), tendon pain ("tendon pain"), arthralgia ("joint pain"), myalgia ("muscular pain"), pruritus ("itching"), rash ("cutaneous eruption/skin rash"), device intolerance ("intolerance to the device"), neuralgia ("neuralgia") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure removed by hysterectomy (vaginal route) with bilateral salpingectomy). At the time of the report, the outcomes for fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash, device intolerance, neuralgia and sleep apnoea syndrome were unknown. The reporter considered neuralgia and sleep apnoea syndrome to be related to essure administration. No causality assessment was received for essure with regard to embedded device, fatigue, abdominal pain, general physical health deterioration, tendon pain, arthralgia, myalgia, pruritus, rash, device intolerance or allergy to metals. The reporter commented: investigations were in progress, the implant removal was planned. After several examinations, after suspicion of auto-immune disease and after several years, the relation was made with essure and intolerance to the device. On (B)(6) 2018, essure was removed by hysterectomy (vaginal route) with bilateral salpingectomy due to multiple symptoms experienced by the patient. According to one of the patient¿s physician there was no argument in favor of organic etiology to explain symptoms experienced by the patient. She had numerous medical visits and examinations performed in 2018. According to the patient, her disorders were linked to essure, mainly due to nickel and other device¿s metals. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.346 kg/sqm. [Computerised tomogram] in (B)(6) 2018: results: implant migration. [Scan] on (B)(6) 2014: essure devices were in correct position. On (B)(6) 201, implant migration found on position very lateral, under serous. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: medical record received. New events sleep apnea and neuralgia wee added. Reporter causality comment updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.